Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 433 mg/dl. The customer also reported of ongoing issues with sensor discrepancies. Troubleshooting on the sensor issues were performed but not completed. The customer did not mention how they treated the high blood glucose. The device will not be returned for analysis.